Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported a left side implant exchange from textured to smooth due to patients concerns with the product. A different healthcare provider reported a left side capsular contracture baker grade iii. Healthcare provider noted "observations made during surgery" of "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Healthcare provider noted "observations made during surgery" of "hole, non-specific".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare provider reported a left side implant exchange from textured to smooth due to patient's concerns with the product. A different healthcare provider reported a left side capsular contracture baker grade iii. The device remains implanted.